Event description:
Information received from the field does not address the patient's clinical status but notes ventricular lead impedances ranging from 529 ohms to >1990 ohms and intermittent ventricular capture. When the ventricular lead tested normal, the pulse generator was replaced.